Event description:
It was reported that high impedance had increased. Hence, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.